Manufacturer narrative:
(B)(4). The supplies were damaged by a pet because a dog was reported to have bitten the tubing. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide warns the user not to perform dialysis in the same room as pets or animals. It states that ¿contamination of the fluid or fluid pathways can result if a pet or animal bites a solution bag or the disposable set. Contamination of any portion of the fluid or fluid path may result in peritonitis, serious patient injury, or death.¿ a review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient found a hole in the patient line of the homechoice cassette. This was noted during dwell two of four of peritoneal dialysis therapy. The patient disconnected after finding the hole. The technical service representative (tsr) asked about whether the patient's pets have access to the supplies. The patient explained that they believe their dog bit the tubing. The tsr explained about proper procedure and advised the patient to follow up with the doctor. There was no patient injury or medical intervention associated with this event. No additional information is available.